Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude on the right ventricular (rv) lead. Additionally, intermittent undersensing of atrial fibrillation (af) was noted. Additional information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitude on the right ventricular (rv) lead. Additionally, intermittent undersensing of atrial fibrillation (af) was noted. No adverse patient effects were reported. At this time, this device system remains in service.